Event description:
It was reported that noise was observed on the right ventricular (rv) channel. Reprogramming options were discussed. During a generator changeout procedure, this left ventricular (lv) lead was placed into the rv port and loss of capture (loc) was noted. Different system set up options were discussed with (B)(6) technical services (ts). This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).